Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had a hole/cut in hose, temperature above specification, damaged bearings, damaged cable/cord/wiring. It was also reported that the device failed pre-test for handpiece temperature assessment, air pump assessment, safety assessment, no short circuit between sensor grid and connector body, no short circuit between 5volt dc line and connector body, no short circuit between hall sensors and connector body, no short circuit between phases and connector body and motor thermister assessment. Therefore, the reported condition was confirmed. A review of the device history record was performed and no non-conformances were detected related to the reported condition. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had a hole/cut in the hose, and the temperature was above specification. It was further determined that the device failed pretest for handpiece temperature assessment. It was noted in the service order that the device hose was broken and the cutter could not be held by the motor. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.